Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the malfunction alarm was cleared and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.